Manufacturer narrative:
(B)(6). (B)(4). Investigation analysis: a percuflex plus stent was returned for analysis. A visual evaluation of the returned device found that it was returned with the protective tube loaded and the stent shaft detached in three sections. More over the stent was observed stretched at the proximal section. The suture string was not returned for analysis. Based on the product analysis, it is possible to determine that the failures encountered (stent detached and stretched) were associated with the act off pulling on the retrieval line without removing the protective tube. The dfu states that "the tube should be removed prior to attempting to pull on the retrieval line. Otherwise the line could become caught on the renal coil as it is being pulled through the tube and in some instances can tear or kink the stent." Therefore, 'unintended use error caused or contributed to event' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was to be used during a ureteroscopic holmium laser lithotripsy procedure, for treatment of renal stones to be performed in the kidney, on (B)(6) 2018. According to the complainant, during preparation, it was noticed that the coil/pigtail was detached at the end of the stent. The procedure was successfully completed with the use of another percuflex plus stent. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; stent broken.